Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert via patient activator and presented to the emergency room. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. The device was reprogrammed and resumed normal function. The patient was in stable condition throughout the event.